Manufacturer narrative:
Findings: reliability analysis inspected 1 opened/used enlite sensor and on 1 of 2 performed bicarbonate buffer test per dop114-830. Sensor passed per specification with accurate readings. Last sensor found sensor broken. Broken part missing unable to confirm customer received sensor damage due to customer returned opened/used.

Event description:
The customer reported via phone call indicating that the insulin pump alarm sensor error. Customer's blood glucose was unknown mg/dl. The customer removed the sensor and stated the sensor cannula was bent. The customer was advised to return sensor for analysis and replacement. The customer was advised that we are sending a blue test plug to run a test plug procedure to rule out any issues with the transmitter.